Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, and h11. Field d4 was updated to reflect correct model number, serial number, and UDI of device. Additional information was received that it was believed that the cause of the pvl was anatomical - very anteriorly set commissures with a com-com distance of 46.5mm. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in the united kingdom, edwards received notification of an sapien m3 valve in mitral position where there was a a moderate-to-severe leak at the medial commissure (pvl), for which a plug was implanted, resulting in a residual mild leak. A 28mm balloon was used for post-dilatation. The physician was satisfied with the outcome, and the patient remained stable throughout the procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for intraprocedural paravalvular leak - between dock and anatomy was confirmed based on empirical evidence. Available information suggests patient factors likely contributed to the event due to anatomical reasons, large commissure to commissure distance of 46.5mm. Therefore, the most likely cause of this event is due to patient factors. Based on the available information from the event description and engineering investigation, the root cause is likely due to patient factors. Potential patient factors such as large commissure to commissure distance and/or pre-existing commissural health conditions, such as leaflet cleft, perforation, prolapse, flail, and/or mac, may have influenced pvl outcome. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.